Manufacturer narrative:
H3 other text : third-party service.

Event description:
The manufacturer received information alleging a ventilator was noisy and had service required errors. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module and blower was replaced to address the issue. Additionally, the micro filter was replaced, and the device ran in a two hour performance test and passed.